Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt was being admitted to the hospital. No pt symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not provided. Additional info has been requested, a f/u report will be sent if additional info becomes available.